Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 240 and 173mg/dl. Mg/dl. The customer's expected fasting blood glucose test result range is 120 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 238 and 240mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 04/24/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: 168mg/dl (B)(6) 2017 09:05 am fasting: yes, 153mg/dl (B)(6) 2017 04:00 pm fasting: yes, 138mg/dl (B)(6) 2017 09:00 am fasting: yes, 165mg/dl (B)(6) 2017 04:30 pm fasting: yes, 173mg/dl (B)(6) 2017 09:00 am fasting: yes.